Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, broken battery tube threads and minor scratched lcd window. We were unable to perform basic occlusion test or occlusion test due to broken reservoir tube lip. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment. (B)(4).

Event description:
It was reported via phone call that the customer experience high blood glucose. The customer's blood glucose was 447mg/dl. Customer stated they are not getting insulin. The reservoir comes out foes to whole set up and it's loose and falls off. The customer's currently blood glucose was 394mg/dl. The reservoir compartment is stripped and looks like it may be cracked, but unsure. The customer was advised the pump will be replaced and revert to back up plan.